Event description:
A catheter malfunction was reported. It was stated that they were unable to aspirate fluids/withdraw from catheter access port on (B)(6) 2011. An x-ray on the same date showed no discontinuity. Pt symptoms included irritability, intolerance to sitting in her chair, and frequent head banging. It resulted in in-pt hospitalization. The entire catheter was replaced on (B)(6) 2011. Pt outcome was stated as resolved without sequelae as of (B)(6) 2011.

Manufacturer narrative:
(B)(4).